Manufacturer narrative:
PMA/510(k): PMA correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during service an engineer noted that the device had smoke contamination. There was not a patient involved and the device will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of smoke contamination on the heartmate mobile power unit (mpu) was not confirmed. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Additional information communicated on 04aug2020 indicated that the mobile power unit (mpu) (serial #: (B)(6) was shipped on 31jul2020; however, to this date the mpu has not been delivered. Additional information communicated on 24sept2020 indicated that the location of the mpu was unknown. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications prior to being ordered. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.